Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted no visible damages or defects. The remaining clips were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and it was found that the jaws were slow to fully retract, which may cause the clips to load incorrectly. The root cause could not be determined as engineering was unable to replicate the incident. All clip appliers undergo 100% visual and functional inspection during manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical continuously seeks to improve the form, function, and ease of use of its products. Although the root cause of your experience could not be determined, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of incident to reoccur. This document represents our initial/final report.

Event description:
Lap chole- "the surgeon mr (B)(6) advanced to the cystic duct with the clip loaded in the jaws, when placing the clip around the duct pushing the duct in to the back of the jaws the clip slipped from its loading position and failed to close correctly. This was tried numerous times with the same result. Patient status- ok."